Event description:
It was reported that during right ventricular (rv) lead replacement, the left ventricular (lv) lead had received a possible cut to the insulation and possibly fractured during the procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 crt-d, (B)(6) 2014. (B)(4).